Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer reported the drive support cap to appear flushed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked case near the display window corners noted. The drive support cap was inspected and no anomaly was noted.